Manufacturer narrative:
Date rec'd by MFR: 28oct2019. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019. The customer troubleshot with technical support. The customer found an alarm message: oxygen not available in the ventilator diagnostic logs.

Event description:
It was reported that the ventilator shut down while transporting patient, after oxygen(o2) ran out and was unavailable. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.